Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and passed. Charge and boot testing was performed and passed . A pairing with transmitter and 2 hour calibration tests were done and it passed. A receiver functional test was performed and passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The customer complaint of a loss of connection was not confirmed. The probable cause could not be determined.